Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: problem code 3009 captures the reportable event of stent positioning issue. Block h10: a wallflex biliary delivery system was received for analysis; the stent was not returned. Visual examination of the returned device did not find any damages or issues to the delivery system. Residues of blood was found in the guidewire access sheath (gas) section. No other issues with the device were noted. The reported event of stent positioning issue and stent difficult to deploy could not be confirmed. The stent was not returned and the failure occurred during the procedure and it is not possible to replicate in the laboratory of analysis. Taking all available information into consideration, the investigation concluded that the reported events were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated and/ or the patient's tortuous anatomy, limited the performance of the device and could have contributed to the difficulty deploying the stent and placement of the stent in the incorrect position. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Labeling review was performed and from the information available, this device was used per the directions for use (dfu)/ product label. Furthermore, stent misplacement is listed within the dfu as potential adverse event associated with the used of this device.

Event description:
It was reported to boston scientific corporation on september 14, 2020 that a wallflex biliary fully covered rmv stent was to be implanted to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent did not come off from the delivery system during attempted deployment. However, the physician was able to manage to deploy the stent with great strength but in an incorrect location. The stent was removed from the patient using a snare and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 14, 2020 that a wallflex biliary fully covered rmv stent was to be implanted to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent did not come off from the delivery system during attempted deployment. However, the physician was able to manage to deploy the stent with great strength but in an incorrect location. The stent was removed from the patient using a snare and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.